Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020. The complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles are clogging. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9156506 it was reported that pen needles are clogging. Verbatim: issue(s): found 3 pen needles to clog from this box. 1 during flow check 2 during injection of treseba and humalog called thinking it was the pen issue. Was informed to change the needle. I have reviewed then non patient end insert process with this consumer. She has not noticed the non patient end needle in the past. Injecting for 1 1/2 years with this needle no prior issues.

Event description:
It was reported that bd ultra fine¿ pen needles are clogging. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9156506 it was reported that pen needles are clogging. Verbatim: issue(s): found 3 pen needles to clog from this box. 1 during flow check 2 during injection of treseba and humalog called thinking it was the pen issue. Was informed to change the needle. I have reviewed then non patient end insert process with this consumer. She has not noticed the non patient end needle in the past. Injecting for 1 1/2 years with this needle no prior issues.

Manufacturer narrative:
H.6. Investigation: customer returned (62) sealed 32gx4mm bd pen needles from lot 9156506. Consumer reported found 3 pen needles to clog. 30 out of the 62 returned pen needles were opened and examined, then tested for flow using a test pen injector: all 30 were able to expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles are clogging. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9156506. It was reported that pen needles are clogging. Verbatim: issue(s): found 3 pen needles to clog from this box. 1 during flow check. 2 during injection of treseba and humalog. Called thinking it was the pen issue. Was informed to change the needle. I have reviewed then non patient end insert process with this consumer. She has not noticed the non patient end needle in the past. Injecting for 1 1/2 years with this needle no prior issues.